Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 160 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with customer and confirm an alternate method of insulin therapy was obtained, but no response was received.